Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, there was an adverse event related to the device which includes seromas and use of antibiotics. There was no patient injury.